Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013, (B)(6) 2013, or (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol composix, an unspecified bard/davol ventrio st (device #1), or an unspecified bard/davol ventralight st (device #2). On ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventrio st (device #1) and the ventralight st (device #2). There is no claim for an adverse event against the bard/davol composix. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013, (B)(6) 2013, or (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol composix, an unspecified bard/davol ventrio st (device #1), or an unspecified bard/davol ventralight st (device #2). Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventrio st. (Device #1) and the ventralight st. (Device #2). There is no claim for an adverse event against the bard/davol composix. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventrio st mesh (device #1). Per operative notes,¿ the hernia sac was reduced and repaired with ventrio st mesh (device #1) in the peritoneal space and sutured. On (B)(6) 2013 - patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device #2). Per operative notes, ¿there were 2 bilobed hernias in the epigastrium with omentum within the hernia. Omentum was taken down. A ventralight st mesh using echo ps mesh (device #2) was placed in the abdominal cavity and tacked.¿ on (B)(6) 2015- patient had abdominal pain and was diagnosed with umbilical hernia thereby underwent laparoscopic to open repair with implant of composix mesh (device #3) per operative notes,¿ omentum was stuck all the way across the inferior aspect of the mesh (device #1, device #2).the mesh was widely open and adherent to the abdominal wall. Small hernia was noted to umbilicus, a composix mesh (device #3) was placed against the anterior abdominal wall and tacked. Attorney alleges that the patient had abscess, adhesions, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of ventrio st, patient was diagnosed with hernia recurrence, abdominal pain and adhesions thereby underwent repair with additional surgery. The instructions-for-use supplied with the device lists hernia recurrence, pain and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4, d.6a (date of implant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventrio st (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.